Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01894 for the other associated device information. It was reported to boston scientific corporation that two ultraflex esophageal covered stents were used during an esophageal procedure, performed on (B)(6), 2010. According to the complainant, the physician planned to place 2 ultraflex stents to cover a 13cm malignant stricture, located at 22cm through 41cm from the teeth. The first stent (the subject of 3005099803-2010-01894) was completely deployed and expanded, but the physician felt that the position was not correct and was too close to the stomach. He retrieved the stent utilizing a snare and successfully removed the stent with no complication to the patient. The physician then placed a stent successfully. The physician attempted to place the second stent (the subject of 3005099803-2010-01923), but the stent only partially deployed. The complainant stated that maybe the deployment suture was caught on something. The device was removed, and the procedure was completed successfully by placement of the second ultraflex stent. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Initial examination of the returned device noted that only the stent was returned for analysis. The delivery system and deployment suture thread were not returned. Examination of the returned stent noted no issues with its profile, it was fully expanded. The most probable root cause is design. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. From the information provided, this device was used per the directions for use (dfu). However, there is a cautionary statement in the dfu stating that this device should be used with caution in patients with strictures exceeding 12cm in length (the reported stricture length was 13cm).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01894 for the other associated device information. It was reported to boston scientific corporation that two ultraflex esophageal covered stents were used during an esophageal procedure, performed on (B)(6) 2010. According to the complainant, the physician planned to place 2 ultraflex stents to cover a 13cm malignant stricture, located at 22cm through 41cm from the teeth. The first stent (the subject of 3005099803-2010-01894) was completely deployed and expanded, but the physician felt that the position was not correct and was too close to the stomach. He retrieved the stent utilizing a snare and successfully removed the stent with no complication to the patient. The physician then placed a stent successfully. The physician attempted to place the second stent (the subject of 3005099803-2010-01923), but the stent only partially deployed. The complainant stated that maybe the deployment suture was caught on something. The device was removed, and the procedure was completed successfully by placement of the second ultraflex stent. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4). (Stent, partially deployed). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.